Event description:
It was reported that the bd syringe plastipak 10ml s/su barrel cracked. The following information was provided by the initial reporter: it was reported that material removed from the kit box as necessary, dipyrone medication prepared, when administering to the patient, leaking was detected, finding a crack in the 10 ml syringe. Quantity referring to technical complaint: 1. Is there any remaining stock? No. Type of occurrence: no harm to the patient. Product sample available for collection: no. Additional information received on 04 nov 2025 when was the problem/defect identified: before, during, or after use? During use was the incident reported to anvisa? If so, what is the notification number? No could you provide photos and/or videos of the product showing: catalog number, batch number, and the defect? The product was discarded and no photos or videos were taken.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
It was performed the DHR, maintenance records and quality notifications, and no deviations associated with the batches in question were found. Unfortunately, as no samples or photos were provided by the customer, we are unable to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, we cannot confirm the validity of the query. Our manufacturing process is validated against specific resource criteria, and the incident identified in this consultation will be monitored to assess trends. As this occurrence does not exceed the batch's acceptable quality limit (aql), no additional corrective or preventive action is proposed at this time.